Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device produced no sound from the speaker. No patient involvement.